Event description:
Customer reported meter results of 414 mg/dl and 158 mg/dl within 10 minutes on the compact plus system. No adverse event reported, no action taken on device results. A request was made for the return of the system, replacement was sent.